Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290v vented autofeed humidification chamber was damaged, causing it to leak. This was observed before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the returned device had a break in the feedset tubing at the connection to the chamber. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot number 130404. Conclusion: the damage appeared to be caused by the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. This is evidenced by the rough break. All chambers are pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. This suggests that the damage occurred after the subject mr290 chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).